Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 6.0 received the lowbatteryalert (104) on 11/04/2025 06:48:00 faster than expected at 4.08 days. Battery cycle 5.0 received the lowbatteryalert (104) on 10/30/2025 16:55:00 faster than expected at 4.91 days. Battery cycle 4.0 received the lowbatteryalert (104) on 10/25/2025 13:15:00 after more than 7 days at 13.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were not within spec range. The pump was cut open to perform a visual inspection, and the unit was separated to the electronic stack due to an electronic defect. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, and cracked battery tube threads. In summary, the customer¿s allegation of failed battery test was confirmed based on the pump history records. The unit was separated to the electronic stack due to an electronic defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery-failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported no damage to the battery cap or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The product return is required for mmt-1884l.